Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad, pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer's father reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was 22.4 mmol/l at the time of the call. The caller stated that water may have gone into the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.